Event description:
Patient reported obtaining back-to-back blood glucose results of 98 mg/dl and 179 mg/dl on the compact plus system (meter, strip lot 20660041 with expiration date 01/19/2007). Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect products are the compact strips.